Manufacturer narrative:
An injector and cartridge work order search was performed for similar complaints within the search, and there were seven similar complaints for the injector and three similar complaints for the cartridge.

Event description:
The reporter stated that the technician damaged eyeonics crystalens while trying to load into the msi-tf. They reported it was due to the injector. No pt contact.